Manufacturer narrative:
(B)(4): although implant was not received in the manufacturer for evaluation, two post op x-rays were received in the manufacturer for evaluation. The evaluation is in process. The follow up report will be sent after the evaluation is completed. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that during the tlif of l4-5 while impacting the cage to final position, a small piece fractured off from the posterior aspect. The piece was near the inserter hole. The inserter was being used at the time. Final positioning was completed using a tamp and a mallet. It is believed that the cage was structurally intact.

Event description:
(B)(4). According to the information received, the funnel on a catheter fall off. The funnel falls off the catheter, even before using the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Macroscopic and optical examination of the implant fragment returned for analysis reveals a fairly brittle fracture surface with a 'starburst' fracture pattern emanating from the threaded hole, and inserter threads severely damaged, both suggesting excessive force during impaction. X-rays revealed 3 level tlif fusion at l4-l5-s1 with peek rods in good position. No evidence of malfunction on fracture is seen.